Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine¿ pen needle was blocked. The following was reported. "It was reported the needle was blocked. Verbatim: needle blocked".

Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked. The returned pen needle was tested and was not able to expel properly. The sample was then wired and the wire was able to dislodge a piece of material from inside the cannula. This material was prepared for ftir spectral analysis. The ftir analysis shows that this material is most likely blood mixed with insulin and silicone. This material would not have been acquired during the manufacturing process. Bd was able to duplicate or confirm the customer¿s indicated failure. The blood and insulin would not have been acquired during the manufacturing process an this was most likely acquired during use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that a bd ultra fine¿ pen needle was blocked. The following was reported, "it was reported the needle was blocked. Verbatim: needle blocked".